Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Correction to h6: patient codes the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Pain, swelling, infection, purulent discharge and hole/perforated are acknowledged within the IFU and are not related to off-label use or failure to follow instructions. A risk review was completed; pain related symptoms, swelling related symptoms, infection related symptoms, purulent discharged related symptoms and hole/perforated issues are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptoms of pain and swelling, infection and purulent discharge are knowns risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient went to physician office experiencing penile pain and swelling. Later, it gets worse, and pus noted at suprapubic incision where reservoir was placed before due to an infection, this infection was treat using oral antifungal, internal washout with diluted betadine and antibiotics. It was also confirmed there was a break in tubing near reservoir connector. A surgical procedure was performed to replace the components for a malleable system.

Event description:
It was reported that the patient went to physician office experiencing penile pain and swelling. Later, it gets worse, and pus noted at suprapubic incision where reservoir was placed before due to an infection, this infection was treat using oral antifungal, internal washout with diluted betadine and antibiotics. It was also confirmed there was a break in tubing near reservoir connector. A surgical procedure was performed to replace the components for a malleable system.